Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had audio anomaly. The customer¿s blood glucose was unknown. Customer states insulin pump had an issue with audio settings, the volume was stuck on volume 4 or 5 and when there was no audio when the insulin pump alarms for high or low levels. The insulin pump will not be returned for analysis.